Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted multiple cs 128 replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: a review of the pump black box data and alarm history indicated showed two cs128 alarms. During testing, the ez-prime sequence was performed correctly and the pump was exercised with no cs 128 or other warnings or alarms occurring. The pump current draws measured within specifications. The pump performed within specifications. The pump case was removed and no intermittent condition was found to the printed circuit board or cgm module. The complaint of the cs 128 call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.